Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was using a non-penumbra microcatheter to deliver the last ruby coil of the procedure. While advancing the ruby coil through the microcatheter, the physician experienced resistance; therefore, the ruby coil was retracted. Upon retracting the ruby coil, the physician noticed it had unintentionally detached within the microcatheter. The detached ruby coil was removed from the microcatheter, and the procedure ended at this point. The physician did not maintain continuous flush and did not use a rotating hemostasis valve. There was no report of an adverse effect on the patient.